Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection noted set screw marks noted on the terminal pin. Tissue was noted entwined in the shocking coil and on the tip. The electrode passed continuity and hipot testing which confirmed the electrical integrity and inner insulation integrity respectively. Detailed analysis noted slight discoloration on the distal end of the shocking coil. The shocking coil shows evidence of pitting corrosion which was more prevalent on the proximal/distal ends close to the welds, however the entire length of the coil surface is covered in a corrosion product. It's possible that this corrosion product could have an effect on the coils intended performance. Analysis confirmed the twiddler's syndrome allegation. The damage noted on the electrode's shocking coil is consistent with damage from being in close proximity to the device can while delivering therapy.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had delivered an inappropriate shock to the patient. Review of their system revealed the electrode was wrapped around the can as the patient had twiddled their device. A low shock impedance measurement of three ohms was also noted. At this time the s-ICD system has been programmed off and a revision procedure will take place soon. The s-ICD and electrode remain in service and there have been no adverse patient effects reported. Additional information indicated this system was later explanted and returned back from the field for analysis.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had delivered an inappropriate shock to the patient. Review of their system revealed the electrode was wrapped around the can as the patient had twiddled their device. A low shock impedance measurement of three ohms was also noted. At this time the s-ICD system has been programmed off and a revision procedure will take place soon. The s-ICD and electrode remain in service and there have been no adverse patient effects reported.